Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that reservoir was damage and experienced high blood glucose level was 300 mg/dl. The customer treated with manual injections. The customer¿s blood glucose level was 87 mg/dl. The customer was assisted with troubleshooting. Customer stated reservoir is not staying in place and it feels rough on one area, piece may be missing but not visible. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.